Event description:
Same case as MFR's report# 6000130-2006-00059. During a ptca/stenting treatment procedure, a coronary artery dissection occurred. The lesion being treated was a complex, calcified, 90% stenotic lesion in the right coronary artery (rca). The pt was also noted to have a 100% thrombotic lesion in the ostial posterior descending artery (pda) as well as a 70% stenotic left anterior descending artery (lad) and a 70% stenotic 1st diagonal artery. The pt received heparin, atropine and dopamine during the procedure. A taxus 2.5/16 mm stent would not cross the mid rca lesion and was removed. Upon removing the stent and pulling the pt2 wire back, a dissection of the mid right coronary artery (rca) occurred. The area was initially dilated with three inflations of 6-10 atms each using a maverick2 mr 2.0/12 mm balloon. A surgical consult was obtained and a temporary pacemaker was inserted. An add'l three inflations of 6-10 atms each were performed using the maverick2 mr balloon. The physician treated the dissection with a 2.75 x 24mm taxus stent in the distal rca, and a 2.75 x 20mm taxus stent in the mid rca, and a 2.5 x 16mm taxus stent in the proximal rca until the pt could be treated surgically. Due to symptoms of bradycardia, hypotension and cardiogenic shock an intra aortic balloon pump was inserted and the pt was sent for surgery. The pt denied discomfort at this time. The pt received saphenous vein grafts to the lad, 1st diagonal, rca, and pda arteries. The stents were removed to allow for grafting. Post-op, the pt experienced bilateral pleural effusions (large on left, small on right). A left thoracentesis was performed with drainage of 1300cc of fluid and marked improvement of breath sounds. The pt was discharged six days post-op and was seen in the office 18 days post-op feeling well without shortness of breath.